Manufacturer narrative:
(B)(4).

Event description:
It was reported that a tracheal tube had a slow cuff leak and the patient had to be reintubated. There was a loss of tidal volume, audible leak and pilot balloon repair was attempted. The event occurred in the cardiac ICU when the patient was on the ventilator. There was no usual airway anatomy reported. The patient has now been extubated without incident.